Event description:
It was reported that patient came in with loose crown at tooth #18. Could not get crown off. Crown was super loose and rotating completely. When removed, abutment came loose with crown. Healing abutment was put back on. The crown still cemented to abutment. The abutment screw loosened came out. Loosening was discovered because it was not very little loose, and patient did not want hole drilled through crown. When they came back the abutment was completely loose and came out easily. Removed and placed with healing abutment. Location unknown.

Manufacturer narrative:
Zimvie complaint number(B)(4). Patient weight unknown / not provided. PMA/510(k): k013227.

Manufacturer narrative:
Zimvie did not receive one (1) hla5/6, (abut hex-lock 5.7mm imp 6 .5 flare) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2021040372. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021040372 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : loosening the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-002p3, the most likely root cause determined from the investigation was screw/product not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated:

Event description:
No further event information available at the time of this report.